Manufacturer narrative:
There were 15 blades associated with this complaint. Visual examination of returned product confirmed the presence of pin holes but no sealing issues. Other complaints have been received reporting similar events. Sterility testing completed on a sample of product affected by this issue has determined that the sterile barrier of product has not been compromised.

Event description:
It was reported that the product contained multiple pin-holes throughout its packaging and bubbles/blisters along its sealed edges. No adverse consequences were reported.